Event description:
Caller alleged discrepant results with the inratio meter and lab. Results as follows: date: (B)(6) 2012; inratio inr: 2.4; lab inr: 1.7. The time between testing was 2 hrs. It was reported that the finger was "milked" after finger stick. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.